Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had an MRI and after the MRI the device stopped working and stopped taking a charge. Patient said the controller won't turn on or take a charge and is dead. Patient confirmed they are not getting any error codes. Patient service specialist had patient reset controller and after reset confirmed controller powered on. Patient then tried to charge implanted neurostimulator and got no device found and an error code cannot recharge device the controller battery is too low. Agent advised to charge controller to wall and then attempt a charge session to the ins after fully charged. Agent stated will check back in a few hours to confirm able to charge. The issue was resolved through troubleshooting. Patient mentioned the device died within 48 hours of the MRI. Pt mentioned getting the device taken out as he has other issues which require more attention. Patient called back trying to see if the stimulation still works. Patient mentioned when the controller was not connected to recharger they saw looking for device and no device found. Agent walked patient through charging the implant. Top battery percent was 100 and bottom battery was completely depleted. When going through implant charge session the patient saw charging quality excellent. Troubleshooting steps resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), implanted: explanted: product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.